Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.lens not returned.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, in to the patient's right eye (od) on (B)(6) 2016. The lens was torn during insertion in to the patients eye and it was reported the patient developed a refractive surprise.

Manufacturer narrative:
(B)(4). Additional data: work order search: no similar complaint event within associated lots was found. (B)(4).